Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was pre-placed without any issues. Reportedly, when attempting to deploy the second prostyle device, a 0.035-inch radifocus guidewire could not cross. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 24f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) database reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty inserting the device over the guide wire include, but are not limited to, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.